Event description:
The customer received a questionable vancomycin result for one patient sample. The initial result was 1.2 ug/ml and was reported to the care unit. The doctor called back to the lab and asked for the sample to be retested. The repeat result on (B)(6) 2014 was 14.5 ug/ml. This result was reported to the care unit and a corrective report was sent. Information concerning if the patient was adversely affected was requested, but was not provided. The vancomycin reagent lot number and expiration date were requested, but were not provided. The field service representative could not find a cause. The sample and reagent probes horizontal and vertical adjustments were checked, water and detergent rinse levels were checked and the sample and reagent probe rinse station external wash was checked. A precision check was performed with results in specification. A specific root cause could not be identified. It was likely there was an improper dispense of the sample volume which is typically caused by partial contamination or micro clots in the sample probe.

Manufacturer narrative:
This event occurred in (B)(6).